Manufacturer narrative:
(B)(4) additional event details have been requested and the device is expected to be returned for analysis. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision of a talar implant on an unknown date due to metallosis and delamination of the titanium plasma spray coating. Attempts have been made and no additional information has been provided.